Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and bolus button of the insulin pump was not responding. Blood glucose level of the customer was 447 mg/dl. The customer was changing battery and this issue was persisted. The customer reported that the bolus button was working later. The insulin pump will not be returned for the analysis.